Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging an issue with his onetouch delica lancets. The patient claimed that 2 of the lancets that he used left splinters in his finger. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged lancet issue began on (B)(6) 2016 at 9:00am. The patient manages his diabetes with a fixed dose of insulin. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that 1 week after the alleged issue began he developed an ¿extremely painful, swollen, infected finger.¿ the patient claimed that at an unspecified date and time he had the splinters removed by his doctor. No additional treatment was specified. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s lancing device has been returned and evaluated with the following findings: the product passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.